Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation, and nonconforming for cut. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Couple gouge marks observed at one location on the inner cutter. Damaged was observed at the inner cutter cutting edge. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirm the probe had a cut failure. The evaluation also indicates damaged in the inner cutter cutting edge, which is a potential contributor factor for the reported cut failure. How and when the inner cutter cutting edge became damaged cannot be determined from this evaluation; however, a manufacturing related issue cannot be ruled out. A non-conformance investigation was initiated in order to investigate the root cause of the inner cutter cutting edge damaged. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter could not been used and cutting failure of the probe was occurred during vitrectomy surgery. The condition of aspiration and actuation was unknown. The surgery was successfully completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was updated in d.4. The manufacturer internal reference number is: (B)(4).